Manufacturer narrative:
One medfusion pump was returned with the right plunger case cracked. The event history log was reviewed and there was a primary audible alarm post. An occlusion test was performed and the primary audible alarm post was unable to be duplicated. The cause of the issue was unable to determined. No physical or any other damage was found on speaker or interconnect board. The interconnect board cable connector was glued onto the main board. The speaker was replaced as a preventative measure. The pump passed all occlusion and functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watchdog alarm. The unit passed calibration, but would show the error again. There were no reported adverse events.